Manufacturer narrative:
Device powers up with an illegible partial display. After further review, moisture leaked into the lcd screen causing some pixels to become black plus there is corrosion and mold around the battery connectors and on the keypad flex cable. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button doesn't respond and blank display. Customer reported the time clock does not advance. Customer reported that the screen not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons began to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.